Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed during bolus requests. User made bolus requests without entering current bg levels and still having insulin on board (iob). Low bg levels were recorded just after user conducted a back to back cartridge change with two fill tubing processes. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, multiple low blood glucose (bg) levels at night (under 40 at its lowest) and candy was consumed to address the bg level. The customer reported that some of the low bg levels were due to not eating enough and due to physical activity. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.